Event description:
It was reported that this previously capped left ventricular (lv) lead was part of the system revision due to infection. No additional adverse patient effects reported. The previously capped lv lead was explanted.